Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a result of 297 mg/dl on their freestyle flash blood glucose monitor. Based on this result the customer dosed with insulin, and then began to feel dizzy and confused. Customer went to a local medical center where they were administered an EKG. Customer reported being diagnosed with hyperglycemia. Exact treatment administered to stabilized glucose levels is unknown.